Event description:
A hospital in (B)(6) reported via an fph field representative that the heater wire adaptor could not connect to the inspiratory limb of an rt106 adult inspiratory-heated breathing circuit as one of the heater wire pins was found to be broken. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt106 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt106 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. It was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube as one of the heater wire pins was found to be split. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other type of this complaint for lot 111020. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).